Event description:
Pt was revised to address loosening of the tibial tray and femoral component at the cement/bone interface (cement manufacturer unk). Osteolysis and poly wear of the insert were also reported. Also, during this surgery, a tc3 rp sz 5 17.5 mm insert was implanted with a sz 5 left c/s femur. The surgeon was made aware of this after the pt was removed from room. Surgeon did not notice any adverse mechanical effects while putting the knee through a range of motion, so he decided to leave the mismatched components in.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis episode is unknown the sample was not requested.

Manufacturer narrative:
(B)(4). Baxter has received similar reports. The root cause investigation is in progress.

Event description:
During follow-up for an unrelated alarm, the patient indicated she had peritonitis. Follow-up information obtained is as follows: the cause of the peritonitis is unknown and the patient has recovered from the peritonitis. The patient is currently on hemodialysis. The nurse declined to provide any additional information regarding the peritonitis, only indicating that the date of diagnosis was (B)(6) 2010 and that the patient's transfer set was replaced after the diagnosis. No further information will be provided.